Event description:
A malfunction alarm, designated malf 12, was reported by the customer. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction.